Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was 8.7 mmol/l. The customer was unable to clear the alarm as they stated it was a critical pump error alarm. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.